Manufacturer narrative:
The manufacturer previously reported a ventilator had a boot issue and a high oxygen pressure issue. The device was returned to the manufacturer for evaluation and a faulty sensor board issue is suspected. No repair to the device was done. The customer is refusing repair of the device at this time.

Event description:
The manufacturer received information alleging a ventilator had a boot issue and a high oxygen pressure issue. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.